Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 588 mg/dl and 222 mg/dl; 141 mg/dl and 54 mg/dl; 87 mg/dl and 193 mg/dl. The first comparison was obtained on a different date from the second and third comparisons. The second and third comparisons were performed on the same date, 17 minutes apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).